Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Ketone level was high. The customer delivered a bolus address their blood glucose issue prior to being hospitalized in attempt to resolve bg level. While the customer was hospitalized, the customer received intravenous fluids of saline and insulin, which resolved the issue. The cause of the high bg was unknown. Technical support completed a pump system check and determined that the pump was functioning as intended. The customer was released from the hospital on (B)(6) 2025 with no permanent damage or injury.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Ketone level was high. The customer delivered a bolus address their blood glucose issue prior to being hospitalized in attempt to resolve bg level. While the customer was hospitalized, the customer received intravenous fluids of saline and insulin, which resolved the issue. The cause of the high bg was unknown. Technical support completed a pump system check and determined that the pump was functioning as intended. There was no indication of injury or permanent damage, but as of the last update, the customer had not yet been released from the hospital. No additional information was provided.